Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that oversensing was observed during in office testing visit. The noise was reproducible with pocket manipulation. The patient returned to the ep lab for lead replacement. The device was interrogated and found to be in atrial fibrillation. The physician decided to cardiovert the patient and a new atrial lead was placed. The lead was capped and replaced. There were no complications during or after the procedure.